Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the newly implanted patient had high impedances, abnormal impedances. The impedances were tested post operatively. Contact 11 had a high impedance. Troubleshooting was performed of impedance check undertaken. There was no therapeutic impact on the patient. No surgical intervention occurred nor was scheduled. The issue was not resolved at the time of this report. The rep further reported that there was an open with electrode 11. This was not an intermittent open. Upon examining the impedance values both the doctor and rep agreed that this was an open circuit. The doctor indicated the intention to bring the patient in for corrective surgery as he usually configures his patients with bipolar setting 9- 11+. The rep mentioned that other bipolar or monopolar settings could be tried, but the doctor feared progressive system failure. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported that another manufacturing representative planned on having a discussion with the patient and their neurologist.